Event description:
It was reported an lv set screw issue was observed during implant. The device was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a set screw issue could not be reproduced in the laboratory. A torque driver was able to engage the lv set screw normally. The lv set screw was able to tighten down and secure the test lead normally.